Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was normal at the time of the incident. The customer reported motor error during rewind and recurring errors in history. The customer was advised the insulin pump will be replaced and returned for analysis.